Manufacturer narrative:
G4: 04nov2020. B4: 05nov2020. A front bezel was returned for analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 08oct2020. Philips field service engineer (fse) was dispatched to the customer site and it was determined that the front bezel needed to be replaced to return the device to working condition. The fse replaced the front bezel. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported to philips that the device had a defective navigational ring. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.